Event description:
The reporter states doing back to back blood glucose test, using separate finger sticks. Rptr's results were 225, 164, and 147 mg/dl. Rptr did not have any symptoms. On followup, the reporter states having put too much blood on the first test strip. Rptr checks the confirmation dot for enough blood. Rptr had not done control solution tests on the strips. While on the phone, ran a control soluiton test with an in-range result of 130 (103-155). No harm was alleged.